Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR for the console in use:3003306248-2022-10683. It was reported that the patient was being prepared for transport to computerized tomography (CT) scan while on extracorporeal membrane oxygenation (ECMO) with centrimag pump to console and motor. The console was moved to the bed without incident. The flows were stable and the patient was hemodynamically stable. After approximately 3 minutes the console alarmed for motor disconnected no flow alarm, and rotations per minute (rpm) was zero. The motor cable remained tightly connected and healthcare providers attempted to increase the rpms without success. The back-up console started and pump head was moved to a new motor. Rpms increased to 4700 and flows were 5.5 l which lasted less than 1 minute. During the stoppage the patient experienced a bradyasystolic arrest with heart rate in the 30s and blood pressure 20/20. The patient was given 0.5 mg epinephrine intravenous therapy push and the physician assistant performed chest compressions to circulate the drug. As soon as rpms and flow resumed the patient stabilized. Family withdrew support several days after the event due to no recovery of neurological status.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the console alarming for motor disconnect and no flow alarms and the motor speed dropping to 0 rpm was confirmed. The centrimag motor (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review from the returned and associated centrimag 2nd generation primary console. A review of the downloaded log file showed events spanning approximately 4 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 per time stamp). Events occurring on (B)(6) 2022 took place during lab testing at abbott. The console was operating a motor at a speed of ~4600 rpm with a flow of ~5.1 lpm. On 04may1011 at 07:54 the system shutdown was initiated. A ¿motor disconnected: m2¿ alarm was active, and the speed dropped to 0 rpm and the flow was retrograde. A ¿system alert: s3¿ alarm activated. ¿flow signal interrupted: f2¿ and ¿flow below minimum: f3¿ alarms were also present at these times. These alarms were able to be muted and cleared but continued to activate until the system was shutdown at 08:01. There were no other notable events active in the log file. The centrimag motor was returned for analysis to the service depot. The motor and returned and associated console and flow probe were connected to a test loop and run. During operation the motor cable was manipulated and caused the console to alarms and the pump to stop. The motor was run on a separate test loop and the motor cable was manipulated. The console the alarmed and the pump stopped, confirming the reported event. The motor was forwarded to product performance engineering (ppe) for further evaluation. Upon further analysis with ppe, the motor was connected to a calibrated console, monitor, flow probe and test blood pump and mock loop. The motor speed was able to be adjusted. When the motor cable was manipulated near the middle of the cable, a ¿motor disconnected: m2¿ alarm activated. A resistance test was performed, and fluctuating resistance was observed on the agnd/+5v line. The motor cable was opened to further investigate; however, the customer requested the return of the motor, so no further troubleshooting was able to be performed. The root cause for the reported event was conclusively determined to be due to wire fatigue in the motor cable. The device history records were reviewed for the centrimag motor (serial #:(B)(6) ) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support.". The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m2, s3, f2, and f3 alarms. No further information was provided. The manufacturer is closing the file on this event.